Event description:
It was reported that during a pph procedure, the device would not open and the doctor had to excise the tissue around the anvil to remove the device and suture the mucosa manually. The patient is fine.

Manufacturer narrative:
(B)(4). Procedural video. The analysis results found that an device was received in good visual condition and with no reload present. In addition a video of the procedure was review as part of the analysis. The returned device was tested for functionality with four test reloads; two reloads were tested in the low-b setting and two reloads were fired on the high-b setting. The device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The reloads were loaded and removed from the device without any difficulties noted. A review of the video of the procedure demonstrates a clear issue of device removal. While no conclusion could be reached as to how the reported event occurred, the appropriate engineers have been notified and are currently working on this incident. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.